Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/04/2016. The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings. The pump was evaluated and found to be operating within required specifications. No occlusion alarms were observed in the pump histories. The force sensor calibration test confirmed that the sensor was detecting correct force. An occlusion was able to be induced and the pump gave appropriate visual and audible "occlusion detected" alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (absence of occlusion alarm) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.